Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the submitted photo of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an ingested deposition in the rotor that would have caused the decrease in flow to 0.0 liters per minute (lpm). However, a specific cause or origin for the ingested thrombus could not be conclusively determined through this evaluation. The account submitted a photo for review. The photo captured a structured deposition from the vanes of the rotor. This formation appeared consistent with an ingested thrombus. The controller event log file captured events on 13dec2025 through 14dec2025. A sudden decrease in flow was captured on (B)(6) 2025. It appeared to be consistent ingested thrombus. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 ¿introduction¿ lists adverse events that may be associated with the use of heartmate 3 lvas, including pump thrombosis. Additionally, section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had persistent low flows with a flow reading as low as 0.0lpm. All other readings were within normal limits and patient was hemodynamically stable. The patient has a known aortic root thrombus, but computed tomography angiography (cta) on arrival showed resolution of left coronary cusp thrombus since original (B)(6) 2025 imaging. Log files were submitted for review and captured low flow events on (B)(6) 2025 at 4:18. Power was also decreased at that time by approximately 0.5 watts with pulsatility index values becoming static. In conjunction with the changes in the pump parameters, the pump log files captured an increase in rotor noise and displacement. Th patient presented to the operating room on (B)(6) 2025. The pump was removed and inspected. Visible thrombus was seen looking from the inflow cannula down into the pump. The outflow graft was cut and clamped. Thrombus was removed and then run in multiple pitchers of saline until no evidence of any blood or clot. Ventricular assist device parameters were normal then the pump was placed back into the left ventricle through the apical cuff and locked. The outflow graft was then anastomosed back together. The patient was said to be recovering. It was later reported that the patient was at home when the initial low flows occurred. The patient began having shortness of breath after admission with ongoing alarms, with progressive tachypnea/respiratory alkalosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.